Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified, moderately tortuous, proximal left anterior descending artery (lad). Pre-dilatation was performed with an unspecified 1.5 x 8 mm balloon at 10 atmospheres (atm). The xience v 3.5 x 12 mm stent was implanted at 16 atm at the lesion site. A distal edge dissection was then noted. A xience v 3.5 x 8 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Additionally, dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.